Manufacturer narrative:
(B)(4). A sus voluntary report form was receive #mw5065016.

Event description:
It was reported that the ventricular lead exhibited multiple episodes of noise. No patient symptoms or intervention was reported.